Event description:
It was reported that the medication in the trays didn't work. 4 different anesthesiologist used the same lot on 4 different patients and none provided pain control. The patients had to receive another type of anesthesia for their procedures. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual evaluation of the ampules with unaided eye from the returned trays found no visible non-conformities. The drug liquid was found to be clear (colorless) with no particulates visible inside the vials. The reported problem could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).